Manufacturer narrative:
Add'l lot # in: m101737. The t:slim user guide cautions that insulin should be at room temperature before filling cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. There was no impact to customer's blood glucose level. Reportedly, the customer fills the cartridges with cold insulin.